Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary procedure: (B)(6) 2015 by dr. (B)(6). Revision: (B)(6) 2015 patient experienced infection and revision was required to remove implants. New implants will be implanted in 6 weeks. Ps present in the procedure. Patient outcome post surgery is not known. No other information provided or available.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no product details were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).